Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the dissection occurred. The 75% stenosed target lesion was located in the calcified right coronary artery (rca). A 1.50 mm rotapro and rotawire were selected for use. During the procedure, a significant resistance encountered between the rotapro burr and rotawire guidewire. On advancing, the rotapro got tangled with the rotawire inside the guide catheter and caused a dissection in the artery. Some plastic-like material tangled in the burr was noticed. The device was successfully pulled out form the patient's body. The procedure was aborted, and patient condition post procedure was stable. Patient was scheduled for next week.